Event description:
"Battery depletion. Upon changing pump physician aspirated catheter and obtained clear solution with unk black tiny particles physician requests analysis of aspirate." Clear solution was returned in a 10ml syringe. No catheter returned. The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.